Event description:
The patient reported intermittent malfunction of the implant. The device had been explanted and reimplanted during an earlier revision surgery to repair a csf leak. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not been scheduled. It is unlikely to be scheduled before 10/2001. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.